Manufacturer narrative:
Sections d9 and h3 were updated. The test strips were provided for investigation where they were tested using retention controls. All testing with the returned strips produced acceptable results and no strip defects were observed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was an allegation of questionable results from accuchek inform ii meter, serial number (B)(6), compared to another accuchek inform ii meter, serial number (B)(6). At 4:40 p.m., the meter results using (B)(6) was 562 mg/dl. At 4:52 p.m., the meter result using (B)(6) was 290 mg/dl.

Manufacturer narrative:
The test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.